Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient received the monitor and stated that the reader was hot when the patient would pick it up. Furthermore, it was reported that the reader would overheat. The patient was advised to change outlets. No further troubleshooting steps were performed. The monitor would remain in use. No patient complications have been reported as a result of this event.